Event description:
During routine aneurysm coiling, the second coil to be deployed detached before it was full in the aneurysm. Coil was then snared by the use of a goose neck snare and while trying to reverse it from pt, it came apart and shredded. Multiple parts were removed but large piece remained in pt. It was detached to interventional radiologist to tack it down with a stent and leave it in. Diagnosis or reason for use: embolization of the right supraclinoid internal carotid.